Event description:
Device malfunction: device #2 suture retrieval. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, upon withdrawal of the plunger the "sutures did not catch". The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using an angioseal. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
Device #1 proglide part# 12673-03, lot #65167-6h is being filed under medwatch MFR #2953144-2008-01228. The device has been returned. Investigation is not complete.